Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after delivering 30 units of insulin. The customer reported a blood glucose level of 130 (mg/dl). A new cartridge and infusion set were used and the customer was able to complete the load process successfully.